Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was returned and investigated. The reported unintended movement could not be tested as the clip was implanted and not received. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints issued from the reported lot. Per the mitraclip system instructions for use (IFU): the user is required to remove the gripper line after detachment of the delivery catheter shaft. The IFU deviation did not influence the reported issue. All available information was investigated, and a definitive cause for unintended movement could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted. A second clip delivery system (cds) was advanced; however, after the first final arm angle test, the user simultaneously pulled the lock line and the gripper line. During the second final arm angle test, the clip opened to 50-60 degrees. Troubleshooting was performed and the clip was closed. The clip remained stable on both leaflets. In order to further reduce the mr, a plug was implanted. Mr was reduced to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.